Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to perform functional testing including occlusion and no delivery tests due to motor error alarm. The pump had broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked display window corner and scratched lcd window.

Event description:
The customer reported via phone call of low blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 15 mg/dl. The customer stated that she was hospitalized for low blood glucose readings. The customer stated that she did not have any insulin before work. The customer was not sure what caused the low readings. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.